Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right-side rupture. Healthcare professional later reported capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening (shell thickness whiting to spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: stress mark observed on the device.

Event description:
Healthcare professional reported right-side rupture. Hcp later reported capsular contracture baker grade iii/IV per operative report. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.